Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was confirmed via data. The probable root cause was determined to be a low transmitter battery.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test failed. Share log review show a transmitter error on the issue date. The complaint was confirmed because a transmitter error alert in the cloud data. The reported event of a failed transmitter error was confirmed. The root cause was determined to be a low transmitter battery.